Manufacturer narrative:
The reported event of failure to remove stylet from the lead was confirmed. A complete lead was returned in one piece with the styled stuck inside the lead. The poly tetrafluoroethylene (ptfe) coating of the stylet was found stripped and bunched with the inner coil. The cause of the reported event was due to bunching of the inner coil and ptfe coating and excessive forces resulted in the connector pin to be pulled out of the connector assembly consistent with procedural damage. The lead was measured to be within specification.

Event description:
Related manufacturer reference number: 2017865-2022-13364. Related manufacturer reference number: 2017865-2022-13367. It was reported that the patient presented in clinic with dizziness. The right ventricular (rv) and left ventricular (lv) leads were dislodged due to twiddler syndrome. The rv lead also exhibited failure to extend helix. Both leads were explanted, and the rv lead was replaced. During the procedure, when implanting the lv lead, the stylet could not be removed from the lv lead. The physician elected to explant this lv lead. The patient was stable throughout.